Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Stem's inserter slot didn't allow inserter to control revision fo implant.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Stem's inserter slot didn't allow inserter to control revision of implant. Examination of the returned femoral stem confirms the slot has been damaged, likely from mating instrumentation. See attached photography. However, the instrument was not returned for examination and this cannot be confirmed. A search of the complaints databases finds no other reports against the product/lot code combination. An 18 month search of the complaints databases against the 1570-xx-xxx product family finds no trend of this issue. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions regarding the damage with the information provided. The inserter would need to be examined. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trending. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.